Event description:
It was reported that, "while inspecting the packaging to open for the case, the nurse noted a hole in the packaging."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.